Event description:
It was reported that this right ventricular (rv) lead exhibited over-sensing and noise that resulted in pacing inhibition and asystole of greater than two seconds. The patient is pacing dependent. (B)(6) was consulted and discussed that due to this patient's dependency on pacing, a rv lead revision should be scheduled. No additional adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).